Manufacturer narrative:
No broken case near battery compartment or broken battery tube threads noted. Unit received with cracked reservoir tube lip, minor scratched display window and cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump case near the battery is broken and the battery threads are broken as well. The customer's blood glucose reading was unknown at the time of incident.